Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a procedure. During the procedure it was noted that the irrigation port of the catheter was severed. The catheter was replaced and the procedure was completed with no patient complications being reported.